Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed based on the limited procedure and patient information provided, the cause of the reported hard lump/local reaction could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient returned post catheterization with a hard lump at the access site. It was reported that the patient underwent a surgical I&d. No details or information were provided regarding the initial catheterization procedure, including patient or procedural details or details regarding the femoral closure.